Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller ac adaptor was not providing power to the controller. The green light illuminates on the adaptor box, however the controller reads a "power cable disconnect" alarm when that ac adaptor is connected to the controller. Both power ports were attempted and it was also attempted on a set of training equipment with the same results. There were no issues with any other power sources. The controller ac adapter cac106553 was removed from service and replaced with one from the hospital stock. There was no reported consequence or impact to the patient related to this event. No further information was provided.

Manufacturer narrative:
It was reported that the controller ac adapter was no longer providing power to a controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to a lack solder on the negative terminal inside the printed circuit board that allows for the circuit to be closed and provide power. Review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. The most likely root cause of the inability of the controller ac adapter to provide power can be attributed to an open circuit along the output cable or output connector. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.